Manufacturer narrative:
The meter serial number was illegible. Lifescan has requested the return of the subject meter and strips for eval but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 6, 2007 the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter read inaccurately high. The pt told the medical affairs specialist he takes 100 units of lantus insulin with breakfast, lunch, and dinner. He said he also takes novolog insulin when he eats based on his meter readings and the food he eats. He said he does not follow an specific scale in taking the novolog insulin. He said he takes what "seems right". The pt did not remember the date or time" at the end of june" when he received a reading of 221 mg/dl on the reported meter while asymptomatic. He said he took 20 units of novolog insulin after testing with the reported meter and ate; he did not recall what he ate. He said 30 minutes later he was sweating and weak. He tested with the reported meter while symptomatic and received a reading of 30 mg/dl. He was able to reach a bag of candy on the table. He ate the whole bag of candy and drank a "coke". He retested a little later and obtained a reading of 117 mg/dl. The lfs customer care advocate (cca) confirmed the pt followed correct testing technique. A control solution test was not performed because the pt did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleged that he took insulin and ate after obtaining an elevated reading on the lfs product and 30 minutes later experienced symptoms that suggested hypoglycemia and a hypoglycemic reading on the lfs product. He claims he treated himself with candy and a "coke".